Manufacturer narrative:
Additional information: h6, h10. H10: the devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: the device was manufactured at one of the following locations: baxter healthcare - (B)(4). Or baxter healthcare - (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps were "crushed and ripped out of the individual packaging". This was observed before use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.